Event description:
A male with copd, ht, and chronic kidney failure and a pre-procedure diagnosis of a short proximal neck length, underwent aaa repair in 2007. The procedure went as labeled, but the main body graft was placed. Below the initial planning area. Confirmatory angiography revealed a proximal type I endoleak another MFR's stents were placed at the proximal sealing site. The final angiogram confirmed the resolution of the endoleak and the procedure was completed.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the zenith aaa endovascular graft with the h&l-b one-shot introduction sys should only be used by physicians and teams trained in vascular intervention techniques and in the use of the device. Always use fluoroscopy for guidance, delivery observation of any zenith aaa endovascular graft components within the vasculature. Inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. No prod was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error and recommended that the physician should be retrained.